Event description:
On 05/14/2024, it was reported by a facility representative via sems-06567605 that an ar-1600m 3-point shoulder distraction systems cabling was fraying. This was discovered during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1600m 3-point shoulder distraction system sn: (B)(6) was received for investigation. Visual evaluation of the device noted significant wear and tear, the cabling of the device was fraying and the device had scratches and scruffs throughout. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear - date of manufacture: 2008.